Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a power alert occurred, and pump battery could not be charged. Customer¿s blood glucose (bg) level was high and an insulin injection was used to address elevated bg. The customer reverted to an alternate method of insulin therapy.